Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following malfunctions were identified during the device evaluation: smashed connector tip, and puncture and leak on cable was found. Based on the results of the investigation, a root cause could not be identified as it was confirmed that there was no communication error with the device. The most probable malfunction due is traced due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a communication error when plugged in. The issue occurred during set up / inspection for use. There were no reports of patient harm.